Event description:
It was reported that after removing tip from treatment site, metal shaft and fiber broke (completely separated) approximately one inch from distal end. Reporter stated that approximately 2300 joules into an ankle arthroscopy procedure, physician noted that the tip was removed from the treatment site and nurse bent tip back to its original shape (the bend was located towards the middle of the shaft). The physician resumed lasing and a short while later, physician noted that metal shaft was twisting so he pulled the device out from the treatment site. The metal shaft then broke approximately one inch from the distal end. Tip was replaced and procedure was completed without further incident. No injuries were reported. Note: reporter stated that break did not occur where device was twisted.

Manufacturer narrative:
Section h6: (exlanation of "other" code): result code: fiber break, conclusion code: possible cause: damaged during handling. Visual inspection of returned device confirmed the reported complaint. The fiber and metal shaft were both completely broken (separated) approximately one inch from distal end. Based on the initial information, the probable cause of the device breaking is mishandling during use. Handling of device is addressed in package insert.